Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, customer was going to call back and speak to renewals and did not mention alternate method of insulin delivery. There was no adverse impact to the customer¿s blood glucose level.